Event description:
Voluntary medwatch report received noted that the atrial lead exhibited noise, low pacing impedance, and oversensing of myopotentials. No intervention or patient consequences were reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5148801.